Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided and cause was unknown. Additionally, the customer experienced a high bg and cause was unknown. A correction bolus via the pump was delivered to address high bg. Subsequently, an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's bg was 177 mg/dl after the corrections were delivered. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding these issues. Reportedly, the customer had continued to use the pump and had manual injections as alternate insulin therapy.